Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes, plastic pieces were found in 20 tubes. The tubes get stuck in the sysmex instrument resulting in an ¿aspiration error" alarm. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes, h3. Device eval by manufacturer? Yes, d9. Device available for eval? 17-mar-2026. Investigation summary: bd received two photographs for investigation. Evaluation of the attached photos indicated a tube with a bit of plastic scrapped inside. Additionally, 100 samples were received from the customer. A visual evaluation of the returned samples did not show any instances of foreign material inside the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fm- unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 5.4mg plus blood collection tubes, plastic pieces were found in 20 tubes. The tubes get stuck in the sysmex instrument resulting in an ¿aspiration error" alarm. No adverse impact was reported regarding the patient or user.